Event description:
On (B)(6) 2025, a patient underwent for dialysis catheter placement using glidepath. Post the catheter placement, the catheter was allegedly expelled out from patient body and there was no fibrosis in sheath. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for dialysis catheter placement using glidepath. Post the catheter placement, the catheter was allegedly expelled out from patient body and there was no fibrosis in sheath. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a glidepath dialysis catheter implanted in the patient body. The tissue cuff was noted to be moved away from the catheter insertion site. No blood stains or residues were noted on the tissue cuff. Blood stain can be noted on the catheter near the incision site. The manufacturing site review states, visual inspection of the images revealed a 23 cm glidepath dialysis catheter implanted in the body of the patient, white strands were observed in different parts of the catheter, it was observed that the cuff was away from the insertion site. Therefore, the investigation is confirmed for the reported catheter expulsion and loosening of implant issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.